Event description:
It was reported the lithotriptor guidewire distal tip was torn. The issue occurred during receipt inspection. There were no reports of patient harm.

Manufacturer narrative:
Device was not returned for evaluation and could not be evaluated. Based on the results of the investigation, it is likely that the following led to the malfunction: 1) trying to insert the device into the endoscope while using the guide wire. 2) the device was excessively angulated while inserting the guide wire into the guide wire tip. (See fig.1). 3) a load beyond the resistance strength was applied to the guide wire tip. That might have caused the guide wire tip to tear. A definitive root cause cannot be identified. A device history review revealed no issues that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use (IFU): the instruction manual contains a warning to the user regarding this event. (Drawing number:gk5909, revision number : 21) ·when using the guide wire, insert the instrument with its distal tip in parallel with the guide wire while holding the distal tip as shown in figure 4. Be careful not to forcibly insert the instrument with a sharp angle between the distal tip and the guide wire as shown in figure 5. This may damage the distal tip. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted. E1: (B)(6).